Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that log review didn't show any events with stimulation being off, nor low battery events that may have caused the stimulation to turn off. They were unable to verify the complaint.

Event description:
Information was received from a manufacturer¿s representative (rep) who reported for the past month stimulation had been turning off and they didn¿t know how this was happening. The logs showed therapy was on for 20% of the day on (B)(6), and has been off since that time. Data from five charging sessions was reviewed (two on (B)(6), one on (B)(6), one on (B)(6), and one on (B)(6) with all sessions lasting between 5-10 minutes and the implant was charged to 100% in each session. The patient indicated they may have used the patient remote to check the implant, but didn¿t notice the therapy on/off status at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.